Manufacturer narrative:
Concomitant medical products: (2)10ml syringes of 0.9% nacl, lot 527311b, exp 09/29/18, therapy date (B)(6) 2016. The customer¿s report of a leak from the filter of the extension set was confirmed. The sets were visually inspected including use of magnification and no anomalies were observed. Functional testing was performed and a droplet was observed flowing out of the filter¿s vent, confirming damage to the filter membrane. The cause of the leak was a damaged filter membrane; the cause of the damage was not identified but is likely related to the filter being wetted out from oversaturation.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported 2 medication IV lines were leaking from the filter while stopcocked together and infusing unspecified medications. There was no patient harm.